Event description:
It has been reported to co that the occlusion balloon ruptured resulting in a vessel rupture. The physician inserted the occlusion balloon wire into the pt's saphenous vein graft. The vessel size was 3.0 - 3.5mm. He inflated the occlusion balloon to 4.5 - 5.0mm to occlude the vessel. The occlusion balloon remained inflated and then the balloon deflated resulting in a serious vessel rupture. The physician transferred the pt to cardiac surgery for emergency surgical repair. The pt's condition continued to deteriorate and the pt expired the next day.